Event description:
The account stated that the axsym analyzer has generated false elevated total psa results on 3 patient samples. On patient #2, the initial result was 7.2 ng/ml and the retest result was .04 ng/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.